Manufacturer narrative:
H.6. Investigation: two extension sets, model mz5307, was received by the customer for investigation. Upon visual inspection, it could be observed that both sets had separated at the middle connector component. The top half with the maxzeros had been returned for both sets, while only one of the lower tubing segment was returned. No other defects were observed. The customer's complaint that the tubing became disconnected easily was verified. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. A device history record review for model mz5307 lot number 20126222 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The samples were sent to the manufacturing site for additional investigation. The probable root cause was determined to have been barrier of residue within the bushing machinery, preventing the application of solvent in a consistent manner around the tubing and thus, leading a low retention force or tubing disconnection failure modes. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #20126222 regarding item #mz5307. H3 other text : see h.10.

Event description:
It was reported that minibore bi-fuse pressure 2 IV connector tubing became disconnected. The following information was provided by the initial reporter: it was reported by the customer that the tubing became disconnected.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that minibore bi-fuse pressure 2 IV connector tubing became disconnected. The following information was provided by the initial reporter: it was reported by the customer that the tubing became disconnected.